Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with burning, scar, drainage and pustules under the entire patch area. The patient consulted a physician on the and was prescribed an antibiotic cream mupirocin 2% and oral antibiotic (sulfamethoxazole). The affected area was healing at the time of the report and the patient recovering. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.